Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 10 mg/dl, 24 mg/dl, 24 mg/dl, 27 mg/dl, and 172 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event was reported. A request was made for return of the suspect device and a replacement product was sent.